Event description:
It was reported that the ilet pump fell into a sink, became wet, and stopped functioning, and the device was deemed nonfunctional and no longer water resistant, with a replacement arranged. Symptoms included no adverse clinical effects reported. Outcomes included temporary interruption of insulin pump therapy with guidance to use backup therapy. Investigation included complaint handling, customer interview, and collection of device history and return logistics for evaluation. Investigation of this case revealed exposure to liquid and physical handling that rendered the device inoperable, consistent with fluid ingress damage to the pump assembly. It was concluded that the event was attributable to user exposure of the device to liquid, resulting in device malfunction without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.